Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician did not suture on the suture sleeve and the suture cut through the atrial lead. The lead was removed and replaced. There were no patient consequences.